Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 13.1 cm ¿ 13.2 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.